Event description:
It was reported that a patient underwent an atrial flutter (afl) cardiac ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified that the hemostatic valve was missing from the irrigation hub. Initially, it was reported that the vizigo sheath was not deflecting properly. It was exchanged to resolve and continue the case. No adverse patient consequence was reported. The deflection issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 13-mar-2025, the hemostatic valve was found to be missing from the irrigation hub. This was assessed as MDR reportable with an awareness date of 13-mar-2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functional test of the returned device were performed. Visual analysis revealed that the hemostatic valve was missing from the irrigation hub. This type of failure is not related to the manufacturing process since the manufacturer has four process controls in place, to prevent a device without a hemostatic valve from reaching the end customer. Deflection testing was performed, and the deflection mechanism was not deflecting correctly. An xray study was performed, and puller wire was found detached at the handle area. For this finding, the device was sent to the supplier to perform a manufacturing investigation. A supplier manufacturing investigation was conducted. The device was disassembled, and the crimp tube was found loose inside the handle. The crimp was found to have slipped off the pull wire. This complaint is confirmed to be manufacturing attributable. A supplier corrective action report was created to address deflection issues. The deflection issue reported by the customer was confirmed and manufacturing attributable. The missing hemostatic valve is not related to the event reported and could be related to the manipulation of the device after the procedure. However, this could not be conclusively determined. The device history record (DHR) for lot number 60000537 has been reviewed and no internal actions related to the complaint were found during the review. The instructions for use (IFU) contain the following information: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).